Event description:
Customer reported, experiencing bleeding after inserting the adc freestyle libre sensor. And experiencing a loss of consciousness. Customer had contact with an hcp who performed a blood glucose test and provided unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate, any potential product-related issues. A clinical review has been conducted and confirmed, that there were no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding after inserting the adc freestyle libre sensor and experiencing a loss of consciousness. Customer had contact with an hcp who performed a blood glucose test and provided unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.